Manufacturer narrative:
On jul 7 2021, additional information was received indicating the patient also experienced bilateral implant site calcification and lymphadenopathy on the left side. This report is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: patient has not undergone explantation or reoperation at this time. Concomitant products: saline mentor smooth round moderate plus profile 800cc, catalog number 3502800, serial number (B)(4), lot number 6474734. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round moderate plus profile 800cc breast implant and experienced deflation and device migration on the left side. Deflation was confirmed by ultrasound. It was also reported that the valve is pushing up her side causing pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.